Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of peritonitis was unknown. It was unknown whether the patient was hospitalized for the event. On an unreported date, the patient was treated for the peritonitis with vancomycin injection (1 gram, intraperitoneally [ip], frequency not reported), ceftazidime (750 mg, ip, frequency not reported) and gentamicin (8 mg, route and frequency not reported). The outcome of the peritonitis event was unknown. It was not reported if dianeal therapy was ongoing. No additional information is available.